Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they are repeating ltni samples, resulting <0.04 ng/ml. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the tubings and rinsed port with hypochlorite and water. The system check was acceptable. The regional support center (rsc) specialist reviewed the instrument data and did not find any instrument issue. Quality controls and precision on patient samples from (B)(6) 2018 were acceptable. The rsc specialist recommended that customer monitors the instrument and performs duplicate testing for samples <0.04 ng/ml. A siemens headquarters support center (hsc) specialist reviewed the event and instrument data and determined that there was an abnormal aspiration from the sample in question potentially due to fibrin in the sample, which could be due to an improper sample collection or handling. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. Consecutively, a rapid troponin testing was performed using an alternate method, which resulted positive. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. One of the repeat results was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ltni result.